Event description:
It was reported the front and back cases of the epg (external pulse generator) were "disrupted." The epg was returned for repair. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper case was broken and damaged. It was also noted that the lower case was broken, damaged and had rust in the battery compartment, the battery release was contaminated, both bail cover and ring cover were missing, the lead flex cover was corroded, three case screws and ring cover screw were missing, one printed circuit board (pcb) flex was creased, the battery contacts were compressed and rusted, both bails and ring were missing, the battery drawer was missing, the serial number label was damaged, the battery drawer o-ring was missing, and the display was bleeding pixels. (B)(4).